Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: visual inspection: the femoral neck system plate 1 hole - sterile was received at us customer quality (cq). Visual inspection of the complaint device showed drill marks and deformations near the screw hole. The device was received disassembled from the mating device. Functional test: a functional assessment was unable to be performed on the complaint device due to device damage. However, the damage is indicative of the complaint condition of unable to disassemble, since the mating screw was possibly drilled out of the plate. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the device has damage indicative of the complaint condition of unable to disassemble. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device history (lot) : lot # 2l62434 belongs to part# 60123890, which is a sub component of part 04.168.000s. Allocation to the finished part and lot# (04.168.000s lot 3l61016) could be done based on databank (sap): part: 04.168.000s, lot: 3l61016, manufacturing site: (B)(4), release to warehouse date: march 07, 2019, expiry date: feb 28, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a removal surgery was performed due to a defective femoral neck system. The locking screw cold welded to the femoral neck system (fns) plate. The original implantation date was unknown. The procedure and patient outcome were unknown. This complaint involves two (2) devices. This report is for (1) femoral neck system plate 1 hole - sterile. This report is 1 of 2 for (B)(4).